Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an edema 9 months after surgery on the upper left side of their arm and neck. Revascularization was decided to be carried out to relieve this which was successful. It was noted that occlusion had occurred due to the lead being implanted in tortuous anatomy. The patient also experienced superior vena cava syndrome. The leads remain in use. No further patient complications have been reported as a result of this event.